Event description:
On 11/13/2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user passed away, with the estimated date of the incident being (B)(6) 2024. It is unclear whether the user was wearing or using the ilet system at the time. The clinic educators noted the user likely experienced diabetic ketoacidosis (dka) at the time of death but lacked specific details. Multiple follow-up attempts by beta bionics customer care to gather information from the user's husband have been unsuccessful. The cds visited the user's clinic to obtain additional details but was unable to acquire further information.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts as of (B)(6) 2024 which is the last available day of device data. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. Without device data from the reported event date (9/30/24), the performance of the device cannot be evaluated, and the cause for the event cannot be determine. Multiple attempts have been made to reach the husband for additional information without success.